Event description:
An implant card was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2010. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.